Manufacturer narrative:
H6: device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.0 into the right eye (od) on (B)(6) 2022. The patient experienced a low vault and asc lens opacity cataract) was observed. On (B)(6) 2023 the lens was explanted and the problem was resolved. Reportedly "the doctor implanted a miol" and "patient is happy". The reporter indicated the cause of the event is unknown. D4. Model #: "vicmo 12.6" should be removed and "vicm5_12.6" should be added. H6-health impact code: 4625- miol implantation. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6 -11.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to low vault and lens opacity. It was reported that an intraocular lens was implanted and the problem resolved.